Event description:
It was reported that the left ventricular lead was damaged during implant attempt. There was a guidewire issue reported stating it "entered false lumen in lead." Impedance of 1600 ohms was also noted. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) all conductors distorted; full lead returned and analyzed. The distal conductor had blood/body fluid present and implant damage.